Manufacturer narrative:
(B)(4). Visual evaluation revealed that the pigtail was kinked and the catheter was found separated from the distal tip. Functional evaluation was not performed due to the condition of the device. The complaint was confirmed. It is possible that excessive manipulation of the device by the user could have caused the catheter to separate. Due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima¿ nasobiliary catheter was during an endoscopic nasobiliary drainage (enbd) placement performed on (B)(6) 2017. According to the complainant, during introduction of catheter over the guidewire the pigtail got kinked and was unable to insert the device. The procedure was completed with this device. There were no patient complications nor injuries reported as a result of this event. The investigation found that the catheter was found detached with separation, this is now deemed an MDR reportable event.